Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: 1 syringe of 1.0ml with 0.5ml of gel remaining. Received in an opened tray without cap nor needle. A crack is observed at the 3mm luer lock level. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported for 1 syringe of juvéderm voluma® xc, ¿while injecting the luer lock cracked.¿ patient contact was made. No injury occurred with the patient, staff, or injector. The packaged needle was used.